Event description:
During tracheostomy, electrocautery spark noted followed by flames, which were immediately extinguished. Damage to endotracheal tube noted along with respiratory burns to the patient. Patient subsequently expired 4/18/97.